Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 50mm diameter and 110mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 10 mm in length. The left common iliac artery was 16 mm in diameter and the right common iliac artery was 13 mm in diameter. The right internal iliac artery measured 11 mm in diameter and the left internal iliac artery measured 14 mm in diameter. Neck angle: 10 degree angulation. It was reported that the stent grafts were successfully implanted. When pci was performed prior to evar, insertion site of right femoral artery had a hematoma; it was treated at the same time. However, a dissection was noted at the right external iliac artery, the procedure was completed without treatment. At the post-operative follow up a right limb occlusion with thrombus from the bifurcation marker to the distal internal iliac artery was noted. It was considered to be difficult to treat so the physician decided to do a femoral-femoral bypass surgery. The patient will be monitored by their physician. No additional clinical sequelae were reported and the patient is fine. Physician¿s comments: after evar, non-treated dissection might have caused bad blood flow for right limb, which would lead to occlusion.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion, hematoma, dissection). Patient¿s condition affected effectiveness of device (occlusion was due to blood flow caused by a dissection). Conclusion: known inherent risk of procedure (stent graft occlusion, hematoma, dissection). Device failure related to patient condition (occlusion was due to blood flow caused by a dissection).